Manufacturer narrative:
No information regarding the patient was provided. Limited data was provided. Only provided hospital name and location. This is a foreign complaint. Product has not been received to evaluate. The incident happen during priming. Instructions for use were followed.

Event description:
A hospital employee alleged that the 3m ranger (tm) high flow disposable set leaked during priming. No patient injury occurred. The location of the leak was not noted. They did not report if saline or blood was being used for priming.